Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. After trying a different wall adapter, the customer reported that the pump began to charge successfully. The customer¿s blood glucose was 220 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose was 220 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy and later reported that the charging issue was resolved.